Event description:
It was reported that the lead fractured. Oversensing and dislodgement were also reported. The lead was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead fractured. Oversensing and dislodgement were also reported. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the proximal conductor fractured. It was noted that the defibrillation conductor fractured, the distal conductor was distorted, the defibrillation conductor was distorted, the distal conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer insulation was melted, the outer tubing overlay had melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had breach(non-electrical) due to environmental stress cracking(esc), the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.